Event description:
It is reported that the reservoir leaked. Customer's blood glucose reading is 10 mmol/l. Customer states after waking up, noticed the leak. There is moisture on bottom of reservoir barrel. Customer states there is moisture past both o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.